Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/ moisture damage on the pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, j7 power connector, electronic assembly pcba1 and motor. The following were noted during visual inspection: scratched case and scratched lcd window. The pump passed the displacement test. In summary, the pump was received with a scratched case and scratched lcd window. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.